Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient originally had a global unite primary shoulder replacement done. It is believed in 2017 the patient had the primary shoulder revised to reverse due to loosening. The patient later presented with loosening of the reverse implant. Preoperatively, we planned to revise the proximal portion of the stem by removing the epi construct and replacing it with a larger size. We were prepared to revise the stem as well. As the surgery progressed, it was realized that the epi was loose, and the stem was well fixed. It was then determined that the protrusion on top of the stem that helps lock the epi to the stem was missing. It is unclear if it was broken off in the original surgery or if it wore off due to the loose epi rotating back-and-forth in the shoulder. The stem was revised and a solid construct was implanted. Doi- unknown. Dor- (B)(6) 2026. Affected side- unknown shoulder.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.